Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient had a device implanted sixteen days after it expired. No clinical sequelae were reported, and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient had a device implanted sixteen days before it expired. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: physician used expired product. Conclusion: physician used expired product.

Manufacturer narrative:
.